Event description:
It was reported a patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient alleges foot drop and plantarflexion/dorsiflexion. It is further reported that patient underwent electromyography on (B)(6) 2006. Patient alleges that physical medicine specialist noted sciatic nerve palsy. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."